Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that a system fault 74, indicating a software task error, occurred in the device during a software upgrade. The software was updated and the device was serviced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an unknown system fault error message. There was no patient injury reported as a result of this incident.